Event description:
During product evaluation, the bench repair technician found the mx40 telemetry device had no sound. The device was in use on a patient. There was no report of patient or user harm.